Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. Customer's blood glucose level was 23 mg/dl at the time of incident. It also reported that the customer was severe diabetic and she had blood glucose from 20 mg/dl to 400 mg/dl then back to 20 mg/dl. Customer declined troubleshoot for low blood glucose level. Customer treated their low blood glucose with orange juice, banana and milk, couple of candy bars. Product will not be return for analysis.